Manufacturer narrative:
Additional information provided for evaluation codes. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a "plastic white ball" inside the female connector of a minicap transfer set. The reporter detected this issue when they were replacing the used transfer set for a new transfer set. There was patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.